Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to pulmonary embolism and deep vein thrombosis. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "I continue to worry about all of the possible complications that the remaining filter can cause. A CT scan showed that multiple struts of the filter had perforated outside of my vena cava into my abdominal aorta, duodenum and my l2-l3 vertebral space. Because the filter remains in my body, I am at increased risk of filter strut migration, worsening filter strut perforation of the inferior vena cava wall, worsening filter strut perforation of internal organs, filter fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, post-thrombotic syndrome, and other serious complications, including death." Patient also alleges limited physical activity. Per report from CT (computed tomography) dated (B)(6) 2011: "there is redemonstration of bilateral extensive pulmonary emboli involving both main pulmonary arteries as well lobar arteries with increase thrombus load bilaterally, left greater than right. There are no segmental pulmonary infiltrates, there is persistent dilatation of pulmonary arteries." "An ivc filter is in place."

Manufacturer narrative:
Patient code(s): appropriate term/code not available (3191) was selected for the alleged patient worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: pulmonary embolism, tilt, vena cava/organ perforation, worry. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation of additional information is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
04jan2018, report from CT: "an ivc filter is noted at and inferior the level of the right renal vein from the l1-l2 to l2-l3 levels. The filter is tilted, with the apex contacting the right lateral wall of the ivc. Struts perforate the ivc wall: 2 extend pesteromedially to the l2-3 anterior endplate osteophytes, one extends posteromedially into retroperitoneal fat with tip abutting the posterior wall of the aorta, one which perforates the right anterolateral wall of the aorta and extends 4-5 mm into the lumen, one of which extends posterolaterally abutting the right psoas muscle, and another of which extends at least 7 mm into the proximal third portion of the duodenum. The ivc at the level of the ivc filter apex is diminutive in caliber. The remainder of the ivc is normal in caliber."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.